Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the patient experienced hyperglycemia due to repeated loss of prime issue starting about two weeks ago. On an unspecified date, the patient¿s blood glucose reading reportedly was at 389 mg/dl with symptoms of extreme drowsiness/difficulty waking up/confusion. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer support agent reviewed the reported prime issue with the reporter. The reporter stated that the pump alerted for loss of prime with multiple cartridges from different boxes. It was reported that the cartridge cap was able to secure properly and the user was able to complete the prime step after a cartridge change. The reporter stated that there was no sudden change in temperature or force and the instruction for use was followed. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia related to alleged loss of prime of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any loss of prime warnings. Total daily deliveries were consistent with the programmed basal rates. The pump powered up with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Force sensor calibration reading and pump delivery accuracy were within specifications. Bolus exercises were executed and recorded correctly. The pump casing was opened and no anomalies were found with the force sensor circuit. The reported prime issue was not verified in the black box or duplicated in the investigation. Unrelated to the reported prime issue, the display was found to be dim and the text was discolored.